Manufacturer narrative:
On dec 4 2020, additional information was received indicating the patient experienced bilateral rupture and bilateral deformities. The replacement devices were identified as 755cc mentor memorygel breast implant prostheses (catalog #: shpx755, left serial #: (B)(6), right serial #: (B)(6)). 6 health effect - clinical code e2402: cutaneous contour deformity. This report is for the left breast prosthesis. A photo of the device was returned for evaluation. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. A photo of the device was returned for evaluation. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent an unspecified breast implantation procedure with a mentor memorygel breast implant 800cc and experienced rupture on the left side post-operatively, which was discovered during explantation on (B)(6) 2020. The patient underwent removal and replacement with unspecified breast implants. The reason for explantation is unknown.